Event description:
Polypectomy complicated by failure of cautery to remove a broadbased multilobulated polyp. This resulted in incomplete removal. Nine days later, pt admitted with lower gi bleed. Transfused 1 unit of blood. Two different cautery machines, two grounding pads, multiple snares and three active cords were used during the polypectomy. All machines were tested and found to have output energy within specifications. Active cords were approx 1 year old.